Manufacturer narrative:
Concomitant medical product: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2020. It was reported the trial patient went to have their dressing changed on (B)(6) 2020, and when they sat in their car, it hurt very badly. They thought the wires may have moved, as they started to leak more after that. They were going to have their nurse practitioner take a look to see if the leads were dislodged. Two days later, they reported they had started taking a stool softener to help with their bowel symptoms. They mentioned their bowel symptoms were causing discomfort and pain. They also had an enlarged rectum.